Manufacturer narrative:
On june 3, 2025, mentor received additional information indicating that the breast pain and wrinkling was on the right breast. In addition, the patient also suffered left breast pain and left breast implant rupture. The patient underwent bilateral breast implant removal surgery on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, wrinkling. This medwatch form is for the right breast prosthesis. The left breast pain and left breast implant rupture was reported under mrn: 1645337-2025-07152.

Manufacturer narrative:
On july 2, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Wrinkling (rippling) is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, sub-glandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot: 7418759. Manufacturing date: 12/jan/2017. Expiration date: 10/jan/2022. Lot: 6965160. Manufacturing date: 21/aug/2015. Expiration date: 19/aug/2020. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent. As part of a clinical study, breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient experienced breast pain and breast wrinkling on an unspecified breast side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast side had the issues, both the left and right breast implant information was provided. A supplemental report will be submitted when clarifying information is made available.

Manufacturer narrative:
On july 1, 2025, mentor became aware that the following information were erroneously omitted from the supplemental report (follow up 1): the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.